Manufacturer narrative:
(B)(4), evaluation: aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies.

Manufacturer narrative:
(B)(4). Other evaluation (B)(4) aspiration bottom sensor worn out from normal use. Investigation summary: the investigation included an evaluation of the device, performance testing, analysis of labeling and visual examination. A customer reported discrepant results generated with the cell-dyn sapphire instrument. Patient was diagnosed with infection. The customer had a low specimen result that appeared "plausible". The specimen was rerun on another cell-dyn sapphire and the result was much higher. The specimen was not flagged by the cell-dyn sapphire, but results were as low as the cd-lab (lab uses a two tier system of validation of results both at cd-lab and also at host). Connection/data flow is cell-dyn sapphire to cd-lab to host). A field service engineer (fse) found that the sample aspiration probe was not going to the bottom of the specimen tube before aspiration. The aspiration bottom switch was stuck in a not active position. The fse replaced the aspiration bottom sensor switch due to being worn out from normal use, performed clot detector check and precision check on whole blood samples, which passed. The system was performing within specifications and no further investigation was required. Data were submitted by the customer to aid with the investigation. The data for (B)(4) had normal results with no dispersional data alerts or flags. The data for (B)(4) showed that wbc, rbc, and hgb results contained a plus sign (+), indicative of invalid numerical results. According to the complaint details, no "short sample" was generated with the results for (B)(4). The red cells parameters are used as an indicator system for the short sampling; system initiated message (sim) 0096 short sample is generated when the rbc, hgb, and mchc are out of specification, as described in the device labeling. In the sample for (B)(4), only the rbc and hgb parameters had invalid numerical results. A review of complaint reports, for the period (B)(6) 2008 through (B)(6) 2009, did not indicate any adverse trend for the cell-dyn sapphire, l/n 08h00-01, in regards to the reported issue. The evaluation of the complaint activity did not find a trend that has the potential to be, or is caused by a deficiency of the product, labeling, packaging, quality system, or reasonably suggests that the use of the product may cause some type of adverse health consequence, or that the product is performing contrary to intended use, or label claims. A non-statistical trend (nst) review was performed for the reported issue from (B)(6) 2009 through (B)(6) and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event. This is the final report.

Event description:
Patient has history of shunted hydrocephalus with a codman programmable valve programmed at 70 with the unitized siphonguard. The valve had been implanted for ~2 months. Patient admitted for malfunction of this valve that requires replacement. Taken to surgery and replaced shunt and codman valve.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The customer states that while processing a patient sample using a cell-dyn sapphire analyzer, that they noticed results were lower than expected. Initial results: wbc=2.40 k/ul, rbc=2.21 m/ul, hgb=7.62 g/dl and plt=154 k/ul. The sample was repeated yielding the following results: wbc=8.11 k/ul, rbc=4.21 m/ul, hgb=13.7 g/dl and plt=317 k/ul. The customer believes the low results to be incorrect. No adverse outcomes were reported related to this issue.